Manufacturer narrative:
Site rt did not provide patient information when requested. The site does not wish to further investigate this issue as they are getting a new o-arm system instead. No further information available.

Event description:
A site rt reported that during a spine case the o-arm 3d spin went half way and then stopped. It did not expose at all. After this the gantry would not move. They rebooted and took another spin with no further issue. Delay of about 10 minutes to reboot. No impact to patient.

Manufacturer narrative:
(B)(6).